Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 591, 449, 518, 336 and 511 mg/dl. Tests were done within 10 minutes. Pt does not use control solution for tests. Pt did not experience any adverse events. No further info has been reported.